Event description:
Integra ojemann cortical stimulator probe ocs-p reprocessing instructions: decontamination/resterilization thoroughly scrub the ojemann cortical stimulator probe with a non-aldehydic disinfectant. Decontaminate according to the following procedures: soak product 20 minutes in a non-aldehydic alkaline detergent. Rinse with non pyrogenic sterile water. Soak product one hour in sodium hydroxide 1n solution. Rinse with non-pyrogenic sterile water. Autoclave 18 minutes at 134c. Most hospitals do not have sodium hydroxide 1n solution available and it is corrosive. Vendors are telling reprocessing staff that they can eto gas sterilize the probe but the MFR has not validated the device for eto gas sterilization. This device should be marketed and sold as a single use device. Please review and have the MFR revalidate without the use of sodium hydroxide if possible.